Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial started in (B)(6) 2024 it was reported that the lead or wire moved. The belt moved up and wires were exposed. The patient was having issues with their bladder, which was leaking when they laughed or sneezed and had lots of leakage. These are new symptoms for them and were not there before the procedure. The patient mentioned they have not had a bowel movement yet since the evaluation started. Patient mentioned being constipated.